Manufacturer narrative:
The insulin pump alarmed button error and intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone, he was unable to clear a low reservoir alert. Customer changed the batter and anomaly persisted. Customer's blood glucose was 120 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.